Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple temperature alarms while flying in an airplane. The customer's blood glucose (bg) level was 254 mg/dl with moderate ketones as there was a temporary delay in insulin delivery. After the contact resumed insulin delivery, the customer's bg level was brought down to normal.